Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although a sample was not received at the time of the complaint issuance, b. Braun has identified a sporadic occurrence of potentially false down and upstream pressure alarms which are caused by the upstream occlusion pressure sensor of the infusomat® infusion pump. Our investigations have shown that an isolated batch of upstream occlusion sensors built in the following serial numbers of pumps may deviate from their technical specification. Field corrective action fcsa-2023-08-14 has been issued by the supplier (b.braun melsungen) to address this event. Reference FDA recall number res# 92978.

Event description:
As reported by the user facility: at times we are unable to prime the tubing. We are experiencing quite a few occlusion alarms on our IV pumps. Would grab a new line if this happens. Also having issues with air-in-line alarm when there is no air in the line. Lastly, having downstream occlusion alarms.